Event description:
Additional information received: the broken/missing tip was noticed before use on the patient. Another driver was available for use without delay. It is not known when or where tip breakage occurred prior to this surgery.

Event description:
It was reported that during the surgical case, it was noted that the tip of the screwdriver was broken. Depuy synthes has requested information regarding the status/location of the broken tip.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been into the required field. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect si polyaxial screwdriver noted that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A twelve month review of the complaint trend analysis for the expedium quick connect si polyaxial screwdriver found no emerging trends. Although the root cause of tip breakage cannot be positively determined, results from scanning electron microscopy (sem) showed evidence of a quasi-static torsional shear failure, starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required at this point as there have been no issues identified in the manufacturing or release of these devices and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.